Event description:
It was reported that the patient¿s stimulator was not working. The patient lost stimulation the day prior to the report. The patient felt that something had disconnected/came loose,specifically when she moved. The patient had to stay lying down or ¿crooked¿ to the right side for the right lead to work. The patient also had a shocking sensation, further described as ¿electrocution stimulation¿ in her back, as well as pain in her back and knee. The patient was not getting pain relief and had more pain and discomfort than ever before. There were no falls or trauma. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).